Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoidectomy procedure, the product was broken when it was removed from the original sterile packaging. The anvil of the product was separated from the trocar. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Photographic investigation noted that the center rod and anvil head were disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable cause could be attributed to application over tissue that does not meet the tissue compression requirements. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoidectomy procedure, the product was broken when it was removed from the original sterile packaging. The anvil of the product was separated from the trocar. A new device was opened to complete the case. There was no patient injury.